Manufacturer narrative:
Edwards received additional information through follow up that the reason of explant of the ring was a prolapse of the leaflet. It was also reported that there was no problem with the ring. The surgeon repaired the prolapse and put the same number of the ring. The patient is doing very well. The explant ring is not available for return for examination.

Event description:
It was reported via the implant patient registry that this ring model 4450m28 implanted in the mitral position was explanted after an implant duration of 8 years and 9 months for unknown reason. Another ring of the same model and size was implanted in replacement. An idc card was received with the notation "yes" to question " as this due to a deficiency of the original device?"

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, it was an alleged that the explant of the device was due to a deficiency of the ring. Minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, device return status, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this 28mm annuloplasty ring model, implanted in the mitral position, was explanted after an implant duration of 8 years and 9 months due to unknown reasons. Another ring of the same model and size was implanted in replacement. It was noted that this was due to a deficiency of the ring. No additional details were provided.